Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s):d14, d15 serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s):d14, d15 product event summary: three (3) batteries ((B)(6)) were not returned for evaluation. Raw log files were not available for analysis. Review of the available autologs report revealed one (1) power disconnect alarm was logged involving (B)(6) on (B)(6) 2022 at 11:09:37, confirming the reported power disconnect alarm event. However, the cause of the power disconnect alarm could not be determined since raw log files were not available for analysis. The reported batteries not recognized by the controller, not communicating with the controller and reported "attach power source" alarm could not be confirmed. The reported batteries not providing power event could not be confirmed as the units was not returned for analysis. The batteries had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. A possible root cause of the reported "attach power " alarm event may be attributed, but not limited to the reported batteries in an inoperable state connected to the controller, which prevented the batteries from providing power and trigger a power disconnect alarm. Possible root causes of the power disconnect alarm involving (B)(6) can be attributed, but not limited, to a communication error and/or a battery malfunction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A correction supplemental report is being submitted for device status. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two batteries were removed from service and one battery remains in use.

Event description:
It was reported that three batteries did not provide power and the no power alarm sounded on two of the batteries and the power disconnect alarm sounded on the third battery. It was also reported that two of the batteries were not communicating with the controller and one of the batteries was not recognized by the controller. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #:1650 / catalog #:1650 / expiration date: 29-oct-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 29-oct-2020, labeled for singe: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #:1650 / catalog #:1650 / expiration date: 29-oct-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 29-oct-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.